Manufacturer narrative:
Details of complaint: customer stated they had a patient with a run of v-tach greater than 9 beats and the cns did not alarm. The nurse was seeing the run at the time it was happening, but the cns never alerted her. The patient was on a transmitter. Patient was on multi-lead analysis. Nk cas was unable to determine why cns did not alarm v-tach. Logs and printouts were being gathered for investigation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 6/30/2018. Warranty expires 6/29/2020. Service history shows no other alarm issues for this device. Service history for this customer shows other relevant alarm issues reported: 54447 reported on 3/21/2019. Missed v-fib alarm. Investigation was conducted under (B)(4). It was confirmed that the wave shape was that of the vf, but there was noise-like spike mixed into the shape. Additionally, wave shape without noise should be around 4 to 5 seconds to be considered vf. The reported wave was only around 2 to 3 seconds. 49771 reported on 1/23/2019. Did not alarm for vtach. Logs were not provided for further investigation. 39979 reported on 9/24/2018. Vtach alarm not showing. The root cause could not be determined. Customer did not respond to follow up attempts. Update 10/21/2019: device logs were not provided. Further investigation into this incident is not possible. The root cause of the issue could not be determined. Corrected information: model number. Approximate age of device: incorrectly calculated. Additional information: date of this report. Date user facility/importer became aware of the event. Type of report. Date report sent to FDA. Date report sent to manufacturer. Date received by manufacturer. Type of report. If follow-up, what type? Additional information correction. Device evaluated by manufacturer. Event problem and evaluation codes. Additional manufacturer narrative.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient was reported. Log files from the event has been received. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.